Manufacturer narrative:
Concomitant medical products - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes and noise. Additionally, it was indicated that the pacing impedance was rising and alerts for high pacing impedance were also noted. Reprogramming was completed, and the lead remains in use. No patient complications have been reported as a result of this event.